Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced palpitations and was admitted to the emergency room (ER). The brady pacing settings were reviewed and found to be programmed too high. The device was reprogrammed, and the issue was resolved. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.